Manufacturer narrative:
E1 - event site name: (B)(6) hospital. The serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
An 83-year-old male with a past medical history of coronary artery disease (cad), hypertension (htn), chronic kidney disease (ckd), type 2 diabetes mellitus (dm2), hyperlipidemia (hld), shortness of breath (sob). Computed tomography angiography (cta) of the chest showed mixed alveolar/interstitial pulmonary edema and small bilateral pleural effusions and was negative for pulmonary embolism (pe). The patient was placed on bilevel positive airway pressure (bipap) and admitted to the intensive care unit (ICU). Electrocardiogram (EKG) demonstrated sinus rhythm (sr) with left bundle branch block (lbbb) and non-specific st-segment changes. Troponin I levels were elevated at 2.920 and 3.280; units not reported in the source document. The patient was diagnosed by cardiologist with non-st elevation myocardial infarction (nstemi). Echocardiography (echo) revealed a reduced ejection fraction (ef) of 22% and severe aortic stenosis. On (B)(6) 2026, continuous intravenous bumetanide (bumex) infusion and metolazone were initiated. Between (B)(6) 2026 the patient experienced orthopnea and was unable to tolerate cardiac catheterization. A rapid response was initiated due to worsening shortness of breath (sob). Despite receiving bilevel positive airway pressure (bipap) with 100% oxygen, the patient remained in respiratory distress, requiring endotracheal intubation and transfer to the intensive care unit (ICU). On (B)(6) 2026, the patient underwent cardiac catheterization with placement of an intra-aortic balloon (iab), percutaneous aortic balloon valvuloplasty (pabv), and pacemaker implantation. Overnight on (B)(6) 2026, blood appeared in the intra-aortic balloon (iab) tubing, and the balloon pump began malfunctioning. The patient remained hemodynamically stable. Cardiology was consulted and recommended discontinuation of argatroban (anticoagulant). The patient was subsequently taken emergently for iab replacement overnight. According to the interventional cardiology note, successful percutaneous coronary intervention (pci) with stent placement was performed in the proximal left circumflex coronary artery (lcx). Transient slow flow occurred during the procedure, and intracoronary adenosine was administered. The patient was also noted to have coronary artery disease (cad) with diffuse disease involving the left anterior descending coronary artery (lad) and diagonal branches. After the cardiac catheterization procedure, the patient was transferred back to the intensive care unit (ICU), where he remained sedated, intubated, and mechanically ventilated.